Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04175. It was reported that the patient suffered an infection due to a hickman's catheter the patient had recently used. Vegetation was suspected on the leads. The system was extracted. The patient was in stable condition.